Manufacturer narrative:
The event was estimated to have occurred in 2017, after 31 march 2025.

Event description:
It was reported that during a follow up in clinic, dislodgment of the right ventricle (rv) lead was noted. The physician suspected the dislodgment was due to patient ambulation. A revision procedure was performed and the rv lead was repositioned to resolve the event. The patient was in stable condition.